Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that system exhibited elevated pacing impedance measurements on the right ventricular (rv) channel which had exceeded 2000 ohms. The patient reported having a syncopal event a few months ago. A boston scientific technical services consultant discussed the clinical observations with the caller and offered some possible explanations for the increased pacing impedance measurements. Today, a revision procedure was performed and the associated competitive rv lead was removed from service and replaced. No additional adverse patient effects were reported.